Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. The most likely root cause is patient-related factors, including hyperlipidemia.

Event description:
It was reported and later learned through investigation that a patient with a 27mm 3300tfx aortic valve implanted eight (8) years, eight (8) months, underwent valve-in-valve procedure due to severe aortic insufficiency. Patient presented to cicu with heart failure. Tavr was successfully performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 27mm 3300tfx aortic valve implanted eight (8) years, eight (8) months, underwent valve-in-valve procedure due to severe aortic insufficiency. Echo showed ef 50% moderate-severe aortic insufficiency, and possible echo density. Patient presented to cicu with heart failure. Tavr was successfully performed with a 29mm 9600tfx transcatheter valve.